Manufacturer narrative:
Additional product:  d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: (B)(6) 2018/ serial or lot#: (B)(6), UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date:  21-nov-2022, h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during review of log file data revealed that the ventricular assist device (vad) exhibited suction alarms and the controller exhibited controller loss of power.  The controller and vad remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6) ) and the controller ((B)(6) ) were not returned for evaluation. Log file analysis revealed multiple controller power up events were logged on (B)(6) 2018 between 08:33:31 and 13:36:45, indicating the controller was powered on. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the power up events occurred during the initial programming of the controller. A motor start event was then logged at 13:56:53, indicating that the controller was put into use. Log file analysis revealed that one (1) suction alarm was logged on (B)(6) 2018. As a result, the reported suction alarm and controller power up events were confirmed. Based on the available information, the device may have caused or contributed to the reported suction event. Based on the available information, the most likely root cause of the observed controller power up events can be attributed to the initial programming of the controller prior to the controller being put to use. Based on the risk documentation, possible causes of the suction alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.